Manufacturer narrative:
The device was returned as part of the asset return process. Upon inspection and testing of the returned device, it was observed that an abnormal image and occasional image failure was observed due to a defective cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus 4k camera head to the olympus service center. Upon inspection and testing of the returned device, it was observed that an abnormal image and occasional image failure was observed. This report is being submitted for the event(s) found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that poor communication occurred due to cable failure and the image was not displayed. It could not be presumed the cause of occurrence of the cable failure. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.